Event description:
Additional information received noted that programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited failure to capture. No interventions were performed. The patient's condition was unknown.